Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1g, in the first bag then every fifth day, route and duration not reported) and injection megnova (500 mg in each bag; frequency, route and duration not reported) for peritonitis. Remedial therapy was ongoing. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering and remains hospitalized. No additional information is available.